Event description:
It was reported that the t-handle is stuck on the lag screw inserter.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the returned devices match the reported failure. The t-handle and the insertion wrench are stuck, it is not possible to disengage them by hand. Both devices show several marks of usage. It could be seen on the t-handle that it was hit. Some tissue and blood residues could be seen on the connection part explaining the jamming. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the t-handle couplings are not intended to hit on them. Due to this fact a bulletin was released to avoid these kinds of damages: "however, the design of the couplings only allows applying torsion forces and is very sensitive to hammer blows. The coupling of these handles contains a mechanism with one or multiple ball bearings. In case of applied axial stress on the elastosil handle, those components are pressed into the surrounding cylinder resulting in a complete blockage of the device and possible bending. To avoid intra-operative complications, secure long-term functionality and to avoid unnecessary costs, these handles are now printed with "do not hit". We mandate that elastosil handles be used only for their intended use and never hit on them." [Original statement from the bulletin elastosil handles]. Based on investigation, the root cause of the determined jamming was attributed to a user related issue. The jam was caused by hitting on the handle in combination with tissue and blood residues in the connection part. Please always follow the instruction given in the appropriate IFU: "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Special comments for application -only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. -always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. -the design of the instrument must not be modified in any way ensure that drilling and cutting tools are sharp. - before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. -reusable instruments must be cleaned directly after usage" [original statement from the IFU for instruments]. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the t-handle is stuck on the lag screw inserter.